Event description:
It is reported that the pt was revised because the liner is worn and broken on the superior edge.

Manufacturer narrative:
Eval summary: the trilogy liner was not returned for eval, therefore its condition is unk. The mating acetabular shell and femoral head are unk. X-rays were not returned for eval, so the fit and orientation of the acetabular components could not be determined. Surgical notes were not provided. It is unk whether the surgical technique was followed. Instrumentation used is unk. Pt factors that may affect the performance of the liner such as type of activity (i.e. Low impact vs high impact) are unk. The liner was in-vivo for approx 16 months. Due to lack of sufficient info, the probable cause of the liner fracture cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.